Event description:
It was reported that the patient experienced a syncopal episode. When a capacitor maintenance was performed, a normal charge time was observed and then a popping sound was heard. Immediately after, a successful capacitor maintenance was completed. Review of the session revealed long charge time prior to implant and at the time of the capacitor maintenance. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.